Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 260 mg/dl. Troubleshooting was initiated for the motor error alarm. The customer does not recall any significant events leading to the alarm. The customer is unable to rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted and pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. The insulin pump has cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.